Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms and the device emitted beeping tones. All subsequent shock impedance measurements were in the 55-60 ohms range. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi). The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.